Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a patient injury occurred while using the electrosurgical generator and resection electrode. The patient was losing blood after a hysteroscopy, dilation and curettage-n/d and was transferred to a hospital. The patient reportedly required medical intervention, but no other details were provided. The doctor was using a medium loop, with standard settings and the procedure was completed with the same devices. The product did not fail. In addition, the generator worked as intended and will not be returned. The resection electrode was discarded. There was no error message observed. The device was inspected prior to use as per instructions for use. Additional information was requested but no further information has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to the initial MDR. Corrected field: g2. Updated fields: d8, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Bleeding occurring during use can have various causes, which are usually related to the use itself and the risks involved. Based on olympus' experience, in cases of patient injury, there are no known cases in which the generator involved was the cause of the patient injury due to a technical defect. Subject to a subsequent technical examination of the device, it can therefore be assumed with a high degree of probability that the generator in question was in standard condition at the time in question. Assuming that the device is technically sound, there are various possible causes for the occurrence of bleeding: 1. Defective or unsuitable hand instruments. 2. The selection of an unsuitable mode, which may result in excessive energy input into the tissue. 3. General technical errors were made during the operation (e.g. A cold cut). The depth of a cut in tissue depends on various factors, such as the mode setting of the generator, the conductivity of the tissue and the instrument used. It is therefore advisable to start with the lowest setting and then slowly increase the power until the desired effect is achieved. The bleeding of the micro vessels on the cut wall that occurs during the cut is usually stopped by the coagulation effect during the cutting process. However, it is essential not to make the cut too quickly so that sufficient energy is available locally for coagulation. The choice of a suitable mode is fundamentally the responsibility of the user, who selects it based on the instruments used, the current situation in the surgical area and the recommendations of the manufacturers of the respective devices. Despite all the care olympus takes in the development and manufacture of a high-frequency generator, there is always a certain residual risk of technical failure of the device. In such cases, it is possible that bleeding cannot be treated with the defective device. The instructions for use for the esg-400, for example, states the following about this risk: ¿in order to be able to respond to possible bleeding, at least one of the following three procedures should be prepared for haemostasis: coagulation, clipping or local injection.¿ ¿always have a replacement electrosurgical generator or an alternative procedure ready to avoid treatment interruptions due to unexpected failure of the electrosurgical generator during treatment.¿ similar or identical instructions can be found in the operating instructions for other high-frequency generators. In the event of complaints of this kind, it can be assumed that user error is highly likely. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.